Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Title: peritoneal dialysis catheter insertion by surgical minilaparotomy: outcome analysis between nephrologist and surgeon source: p. M. Dogra, a. K. Hooda, g. Shanmugraj, and s. Kumar date: indian j nephrol. 2018 jul-aug; 28(4): 265¿272. If information is provided in the future, a supplemental report will be issued.

Event description:
Pli-10: according to the literature source of study which compared outcomes of 105 catheters inserted by surgical minilaparotomy technique done by a general surgeon (identified as ¿group s¿ inserted 43 peritoneal dialysis catheters or pdcs ) and a nephrologist (identified as ¿group n¿ inserted 62 pdcs) performed between january 2012 and march 2015, 100% of patients in groups s and 59.7% in group n underwent two cuff straight pdc insertions while the rest of 40.3% of the group n had two cuff curl pdc insertions. One pdc had catheter primary catheter non-function in group n due to early omental wrap and none for the other group. There was no reported patient outcome. Pli-20: according to the literature source of study which compared outcomes of 105 catheters inserted by surgical minilaparotomy technique done by a general surgeon (identified as ¿group s¿ inserted 43 peritoneal dialysis catheters or pdcs ) and a nephrologist (identified as ¿group n¿ inserted 62 pdcs) performed between january 2012 and march 2015, 100% of patients in groups s and 59.7% in group n underwent two cuff straight pdc insertions while the rest of 40.3% of the group n had two cuff curl pdc insertions. Two patients in either group had catheter migrations in which both pdcs had to be removed in group n compared to a single one removed in group s. It was also mentioned that it had flow problems. There was no reported patient outcome. Pli-30: according to the literature source of study which compared outcomes of 105 catheters inserted by surgical minilaparotomy technique done by a general surgeon (identified as ¿group s¿ inserted 43 peritoneal dialysis catheters or pdcs ) and a nephrologist (identified as ¿group n¿ inserted 62 pdcs) performed between january 2012 and march 2015, 100% of patients in groups s and 59.7% in group n underwent two cuff straight pdc insertions while the rest of 40.3% of the group n had two cuff curl pdc insertions. Both groups had ¿their share of injury¿ to a small branch of inferior epigastric arteries during the minilaparotomy but was managed with free-tie application to the bleeder and diathermy coagulation. Two rectus muscle hematomas occurred in group n which were managed with re-exploration, evacuation of hematoma, cauterizing the muscular ooze, and placing deep sutures in rectus muscle by the nephrologist (with a colleague surgeon on stand-by). Both groups also had hemorrhagic outflow and was managed with rapid flushes and heparinization to prevent blocking of catheter pores. One patient had developed left scrotal swelling after initiation of continuous ambulatory peritoneal dialysis (capd) in group n due to opening of/persistent processus vaginalis, and was followed by pdc removal. Two patients had primary peritonitis (within 1 month of insertion) in groups as against none in group n, however, eleven patients suffered more than one episodes of peritonitis. (9.6% group n vs. 11.6%, group s) and pdc removal due to refractory peritonitis. It was mentioned that there was no relationship between the catheter material and the complications. The blood transfusion was not needed as hemorrhage complications were controlled with local measures. Peritonitis was related to the patients' non adherence of aseptic technique while doing capd and was treated as per the international society for peritoneal dialysis (ispd) guidelines. Pli-40: according to the literature source of study which compared outcomes of 105 catheters inserted by surgical minilaparotomy technique done by a general surgeon (identified as ¿group s¿ inserted 43 peritoneal dialysis catheters or pdcs ) and a nephrologist (identified as ¿group n¿ inserted 62 pdcs) performed between january 2012 and march 2015, 100% of patients in groups s and 59.7% in group n underwent two cuff straight pdc insertions while the rest of 40.3% of the group n had two cuff curl pdc insertions. Patient death with functioning catheter was taken as catheter loss, as analyzed in ¿overall catheter survival¿. Cause of patient death in hospital was due to urosepsis, unrelated to pd catheter.